Event description:
It was reported that prior to starting an unspecified da vinci-assisted surgical procedure (pre-anethesia), the customer identified a broken conductor wire on the fenestrated bipolar forceps (fbf) instrument. The customer was completing the planned surgical using a backup instrument. There was no report of any patient harm or injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.